Event description:
It was reported that during infusion, the pca pump experienced repeated malfunctions in the form of downstream occlusion alarms. This high-priority alarm prevents device operation and interrupts therapy. Patient involvement was reported, with no associated harm.

Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.